Event description:
System extracted (B)(6) 2013 due to (B)(6) infection. System remains at hospital at this time. There is no indication that the system was replaced yet.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.